Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Health professional reported a right side "rupture." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, broken shell and others, crease fold and missing a piece of shell (0-25%). Weight measurement identified device was underweight. A microscopic analysis was performed which identified, broken striated on the anterior and wear abrasion. Based on the device analysis, the final assessment is striated broken due to surgical damage consist in the use of some surgical tool and missing shell due to inconclusive. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional additionally reported right side "capsular contracture, baker grade IV, textured silicone gel implant, painful right breast deformity and severe calcified capsule."